Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 3135424/5179523.

Event description:
It was reported that the patient was experiencing lack of coverage and underwent a revision procedure wherein the ipg and lead were replaced. The patient was programmed postoperatively.